Manufacturer narrative:
Unit received with partially broken off belt clip rail with customer applied glue adhesive to belt clip area. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, severely scratched on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, severely faded serial number label and peeling end cap address label.

Event description:
It was reported that the insulin pump had a pump case cracked. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.